Event description:
The customer reported that the unit will not bootup. An error code displayed in the workstation. No patient injury was reported.

Manufacturer narrative:
The ge service rep trouble shot and found the monoblock and calibrated the generator. He also replaced the foot switch, since the insulation was broken. The unit was working as intended.